Event description:
User facility medwatch report: mw5168996 received that states "found to have new moderate leaking of st. Jude bioprosthetic valve and new heart failure admitted (B)(6) 2024 to (B)(6), (B)(6) 2024 done and showed "bioprosthetic valve in place with significant deterioration, severe eccentric posteriorly directed regurgitation noted inside the struts. Trace paravalvular regurgitation." Patient evaluated by interventional cardiology (structural heart team at (B)(6) and computed tomography surgery) also had evaluation by (B)(6) interventional cardiology, dr. (B)(6) underwent successful valve in valve replacement (B)(6) 2025 with improvement in heart failure. Currently being followed at (B)(6) medical center cardiology. It was reported that on an unknown date, an unknown size trifecta valve was implanted in the patient. On an unknown date, the patient had a heart failure and a new moderate leaking was noted on the valve. It was confirmed the valve had severe deterioration and regurgitation was noted inside the struts. A trace of perivalvar leak was also noted. A valve in valve procedure was performed and heart failure was improved.

Manufacturer narrative:
An event of central regurgitation and heart failure were reported. A returned device assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.